Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. The customer was also experiencing abdominal pain and vomiting. The customer stated that she continues to get no delivery alarms and would like the insulin pump replaced. Nothing further was reported.